Event description:
It was reported that one 6x120mm stent and two competitor stents were implanted in the sfa down to the popliteal artery. A stent fracture was reported post implant.

Manufacturer narrative:
As part of all complaint investigations, an attempt to evaluate the subject device as well as how the device was used was considered. In this particular case, attempts to obtain additional event info were made; however, thus far no add'l info has become available. The stent remains implanted therefore, no available for eval. However, one image was available. The x-ray shows a lifestent placed proximal in the femoral artery; the stent has been placed overlapping with a competitor's stent in the distal sfa. In the proximal section of the placed lifestent a constriction is visible. A circular motion due to torsional forces or a calcification in this area may have caused the changed stent geometry. No stent fracture and no elongation can be determined. As no specific lot number was available no DHR review could be performed. Based on the images provided, the reported stent fracture could not be confirmed. However, potential product and non-product factors which may contribute to the reported issue have been considered. An insufficient pre and/or post dilatation, highly calcified vessel, pt condition or the vessel anatomy may result into an irregular run over the length of the stent. An unintended movement of the delivery system during deployment may result in a stretched or compressed stent. Also, an excessive compression of the outer catheter during deployment may cause an inaccurate release of the stent. These factors may result in an irregular run of the stent after placement. In reviewing the current labeling, we found that the potential product and non-product related factors are addressed in the instructions for use (IFU). The current content sufficiently addresses this potential risk by indicating that occlusion and restenosis are a potential complication associated with the use of peripheral stents. It is stated in the IFU that pts with highly calcified lesions resistant to pta are contraindicated. This event is being reported because this device is the same or similar to one marketed in the united states PMA# p070014.